Event description:
It was reported that during preparation for a procedure, the tip of the guide catheter detached. The distal shaft of the catheter was shaped and the guidewire was then inserted into the catheter. When the guidewire was inserted into the catheter, the tip of the guide catheter detached. No patient injury or complications were reported.